Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly or blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a black blotch on display screen. Customer reported to going for a walk and insulin pump was exposed to direct sunlight. Customer's blood glucose was unknown. During troubleshooting, customer was advised to allow insulin pump to stabilize indoors. Customer reported that issue persisted. Insulin pump would be replaced. Customer called back to report that display screen came back to normal. Customer was advised that issue could reoccur. Customer would call back for programming of new insulin pump.